Event description:
It was reported that the customer went to the emergency room(ER) and was subsequently hospitalized with a blood glucose (bg) of 450 mg/dl and ketones. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the hospital. Recommendation was made to consult with a healthcare provider regarding diabetes management.